Manufacturer narrative:
The product was not returned to olympus for inspection; however, onsite service was performed and an endoscopy support specialist (ess) provided reprocessing training to the user facility staff. During the in-service training, pre-cleaning and leakage testing of the endoscope were demonstrated. It was also discussed why these steps have to be completed for every scope. Additionally, the user was informed that a storage closet is needed as the scopes should not be stored in a bin with a lid due to the potential of bacterial growing within the scope. The user confirmed that leakage testing and pre-cleaning will be added to the process immediately. Furthermore a quote will be provided for a storage closet. Based on the results of the investigation, the cause was traced to the user. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during an onsite visit that the user facility staff was not completing some of the reprocessing steps for their colonovideoscope. None of the precleaning steps were being completed at the end of the procedure and the scope was not leak tested before manual cleaning. The user believed since their third-party automatic endoscope reprocessor (aer) has leakage testing capabilities, leak testing before manual cleaning was not needed. Additionally, the scope was not hung for storage due to a lack of closet space and it was being stored overnight in a bin with a lid, no patient infections or injuries were reported. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Updated fields: b5, h2, h4, h11. Corrected fields: d9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.